Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). As no sample and no meaningful picture was provided, proper investigation on malfunction could not be performed. Hence, the complaint is considered as not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information in israel: "underinfusion" according to the customer: "a report was received on 15-jun-2023 from premature department at (B)(6) medical center regarding a infusomat space inf.pump. When using the device on a premature baby, the device gave a lower amount of liquid than what was set for it and did not warn of any malfunction. The premature baby received tpn via a b.braun infusomat space inf.pump. The infant was connected via a b.braun set that was connected to a double lumen central venous catheter (cvp). The pump rate was set at 14cc per hour by definition. Until 01:00 that night everything was normal. At 1:00 in the night, the premature baby underwent CPR. The nurse noticed towards the morning that the amount remaining in the volume is greater than it should be, and the actual rate given is around 2-4cc per hour. The pump was replaced, but also with the second pump the actual rate was significantly lower than the defined rate. A catheter connection was replaced, and it seems that now the flow rate is going as it should. The nurse reported that there is a high probability that following the CPR, the pressure increased, and a blood clot could have formed. However, no harm to the patient was reported."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.